Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use, subsequently a decision was made to explant the device. The device was explanted (date not reported) and the patient was re-implanted with a new device.